Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by unspecified pain. The cause of the peritonitis was not reported. The day following the unspecified pain the patient presented to the hospital, was diagnosed with peritonitis and was treated with wide spectrum antibiotics (no further details). The patient was discharged the same day as admission. The following day, the patient ¿returned to the clinic and was admitted for overnight¿. The following day the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.